Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper unplugging and plugging of the line connector into the arthroscopy pump, thereby creating a pressure decay on the pump.

Event description:
On 03/06/2025, a sales representative via (B)(4) reported that an ar-6480 dualwave arthroscopy fluid management system had an overpressure malfunction. No patient was affected. This was discovered during a procedure, and no patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.